Manufacturer narrative:
Device evaluation summary: a us distributor returned monitor sn (B)(4) for an unrelated issue. Upon evaluation it was discovered that the monitor had a service code. As received, the monitor displayed a code 102 ( charge profile fault). Upon investigation, there was a broken solder connection at processor u1004 on the monitor c/a board. The cause for the service code was the broken solder connection. The root cause for the broken connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) for an unrelated issue. Upon evaluation it was discovered that the monitor had a service code.